Manufacturer narrative:
The device is available for evaluation; however, has not been received. This complaint is related to (B)(4). Additional contact information: (B)(6).

Event description:
It was reported that a 28 cm (11") set per infusione per pompa con due clave connector e perforatore con filtro had an event where separation of one of the lines on a 2-line chemotherapy infusion set during the initiation of chemotherapy. This might likely lead to leakage of drugs. The registered nurse noticed the problem immediately before the chemotherapy started. There was no patient involvement, and no patient harm reported.